Event description:
It was reported to philips that a patient connector assembly was defective on arrival. Additional information related to the specific failure associated with the patient connector assembly was not provided. There is no patient involvement.